Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-11366. It was reported the pt did not have stimulation, and could not charge her ipg. In addition, the pt reported she had heating at the ipg pocket while charging in the past. A replacement charging system was sent to the pt. It was reported the pt was able to recharge her ipg with the replacement charger without any complications.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.